Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up # 1 - the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results : testing confirmed multiple "occlusion" alarms due a high force observed in the black on the reported failure date producing an interruption of the basal program. Unusual increase of force observed since the last cartridge change. "Ez-prime" operation was performed successfully and the pump was exercised for 24hrs with no occlusions duplicated. Force sensor calibration reading is out of specifications, high. Total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. The pump ran and passes a 29 hour flow accuracy test and found to be delivering within specification. The pump was opened, no damage was found to the force sensor or on the power circuits. Force sensor resistance reading is within specifications.

Event description:
The patient contacted animas on (B)(6) 2012 reporting blood glucose levels as high as 21 mmol/l with symptoms of headache, nausea, and slurred speech which were treated with boluses and insulin injections. The patient reported receiving 9 random occlusion alarms since last night; the patient reported priming until drops are seen coming from the tubing each time. The patient was able to successfully deliver a bolus into the air without any occlusion alarms occurring. The patient stated that the site was changed twice without the issue resolving. The patient confirmed that there were no noted issues with the insertion of the sites. The patient confirmed preparing and cycling the cartridges appropriately and confirmed proper storage of pump supplies. The patient was able to remove the cartridge and manually prime without issues. Customer support advised the patient to discuss the possibility of site issues with a health care professional. This report is made based on the allegation that the patient experienced hyperglycemia related to multiple occlusion alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.